Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the hard drive. Hard drive was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that 2800 system is not printing or playing back cine loops. No pt injury was reported.